Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent open reduction internal fixation surgery for fracture of proximal end of humerus. During the surgery, the surgeon checked the screw position and plate position using fluoroscopy. Procedure was completed successfully with 45 minutes delay. However, after the surgery, it was confirmed by CT that there was a possibility that the screw is protruding about 4 mm on the joint surface. On may 26, the surgeon reinserted the screw as a two-stage operation. The surgeon commented that this event was not caused by implants or instruments but the plate position. Concomitant device reported: unk: plate: (part# unknown; lot# unknown; quantity: unknown). This report is for (1) unk: screws: trauma. This is report 1 of 1 for complaint (B)(4).